Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged 27 days post implant and migrated into the right atrium. This lead was explanted and a new lead was successfully implanted.